Event description:
It was reported that during an ankle ligament repair, the anchor broke. No patient injury reported.

Manufacturer narrative:
Investigator determined that excessive force during insertion can cause failure of the suture anchor or insertion device. The condition of the device indicates it was subjected to excessive force during use. Visual assessment of the devices confirmed the reported breakage. The anchor has broken at the eyelet. The eyelet remains in the inserter shaft. The shaft is bent and twisted. As reported nothing was used to prepare the insertion site. A manufacturing document review was performed which confirmed no abnormalities reported with this device lot during manufacture. A complaint history review identified no additional complaints for this device manufactured lot.